Event description:
Rash/redness noted to chest wall at pump d/c. Patient reports itching to area. Immediate relief once dressing was changed. New gel cushion dressing noted. Patient had no previous issue with other dressings.